Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient presented with pre-op diagnosis of hnp l4-5, bilateral scoliosis left greater than right and underwent 360 degree fusion with peek, lateral bmp-ii, 10 cm graft strip; autologous arthrodesis procedure. The patient¿s post-op condition was reported to be good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.